Event description:
Reporter called lfs alleging that reporter's one touch basic meter was reading blood as control and also had an undefined issue. Per "ccr" the following information was documented: customer having symptoms of "dizziness and sweaty". Reporter "waited to see if the meter would get better". Customer was unable to get any readings. "Ccr" replaced the meter.